Manufacturer narrative:
The device was not returned for analysis. Attempts to obtain additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked MDR: 2029214-2019-01044.

Event description:
Medtronic received report that the avigo guidewires broke. During an embolization procedure for a cerebral aneurysm, there was a fracture of the avigo guidewire inside the left internal carotid artery with displacement of its distal tip.